Manufacturer narrative:
(B) (6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure to treat gynaecological prolapse using a capio open access suture capturing device (procedure date unknown), the physician successfully loaded a stand-alone capio suture (type and manufacturer unknown) into the capio device and performed a "normal suture pass" through the patient's tissue. However, when the capio device was then removed from the patient's body, it was found that the needle attached to the suture had not been captured inside the capio cage. It was reported that the needle apparently broke off when the physician was "detaching the stitch from the handle." The physician then went back inside the patient's vaginal space to find the needle, but could locate only the suture and not the needle. The physician opined that the needle tip was embedded in the patient's sacrospinous ligament. "The needle was not palpated or able to be retrieved from the patient." The procedure was completed with another capio open access suture capturing device and another capio suture without any further complications to the patient who is reportedly "stable" post-procedure.